Manufacturer narrative:
Stryker evaluated the customer's device and observed that the battery pins were deteriorated. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the battery pins were deteriorated on the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.